Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17595970m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1.carto 3 system, model #: m-5830-01, serial #: (B)(4). 2.smartablate pump, model #: m-4900-08, serial #: (B)(4). 3.non ¿ biosense webster, inc. - bard dynamic catheter, model #: unknown, lot #: unknown. 4.non-biosense webster, inc. - viking quad ¿ crd2. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a few minutes after a single ablation, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was transferred to the cardiovascular operating room. Site of injury is unknown. There is no information regarding extended hospitalization or patient outcome. Physician did not provide a causality opinion. No transseptal puncture was performed. No sheath was used. There is no information regarding generator parameters. Power was not titrated during ablation. Irrigated catheter flow was set on 17ml/min while ablating at less than 30 watts and 30 ml/min while ablating at more than 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained in an unknown range. Smarttouch was not in close proximity to another catheter. Smarttouch was zeroed after the initial warm-up phase. There was no indication to re-zero. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.